Event description:
The pt was implanted with a vented electric left venticular assist device (lvad). It was reported by the vad coordinator that the device was suspected of bearing failure. Consequently, the pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console. A decision was made to replace the lvad with the MFR's clinical trial lvad. During the pump exchange, it was noted that the lvad inflow valve conduit was severely damaged and actively bleeding. The pt was placed on bypass and the pump was exchanged to the MFR's clinical trial lvad with no issues. The pt remains ongoing on the MFR's clinical trial lvad with no further issues.

Manufacturer narrative:
The pt was discharged and remians ongoing with the MFR's clinical trial lvad. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.